Manufacturer narrative:
Patient provided a serial number of (B)(4) with lot number 2044997; however the side this serial number belongs to is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "leaking" saline device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify crease smooth opening on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed a fold flaw opening.

Event description:
Healthcare professional reported "any creases". Device has been explanted.